Manufacturer narrative:
Subject device is not available.

Event description:
During coil embolization treatment of unruptured a-com artery (anterior communication) aneurysm, the stent (subject device) was deployed and the non-stryker coil placed protruded from the stent and could not be repositioned. It was reported the coil separated, protruded into the a-com artery and a blood clot formed inside the stent and slowed blood flow, requiring medical intervention/thrombolysis. It was further reported intubation was removed 1 week post-procedure and the patient experienced lower extremity paralysis. The physician confirmed there was no allegation of malfunction against the stent and stated the coil protrusion and stent placement in a small vessel (1.8mm) caused the thrombosis.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned for analysis, therefore physical and functional tests could not be performed. However, patient thrombus and paralysis (patient complications) are known risks associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of known inherent risk of procedure was assigned to this event.

Event description:
During coil embolization treatment of unruptured a-com artery (anterior communication) aneurysm, the stent (subject device) was deployed and the non-stryker coil placed protruded from the stent and could not be repositioned. It was reported the coil separated, protruded into the a-com artery and a blood clot formed inside the stent and slowed blood flow, requiring medical intervention/thrombolysis. It was further reported intubation was removed 1 week post-procedure and the patient experienced lower extremity paralysis. The physician confirmed there was no allegation of malfunction against the stent and stated the coil protrusion and stent placement in a small vessel (1.8mm) caused the thrombosis.